Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. Post procedure on (B)(6) 2016 the patient presented to the emergency room complaining of "abdominal pain". The patient was admitted into the hospital and discharged on (B)(6) 2016 with "2 oral antibiotics". The patient returned to the emergency room complaining of pain on (B)(6) 2016 and discharged on (B)(6) 2016. The following day on (B)(6) 2016 she returned to the emergency room again complaining of pain. The physician performed a dilatation and curettage (d&c) and discharged the patient on (B)(6) 2016. The patient underwent a hysterectomy on (B)(6) 2016. The physician performed some testing and revealed no fever and white blood cell count was not elevated. The discharged date is unknown.